Event description:
An endurant ii aui stent graft was intended to be implanted during the endovascular treatment of a 90mm abdominal aortic aneurysm. It was reported during the index procedure, the endurant ii aui stent graft delivery system kinked at the middle during delivery due to severe calcification. The delivery system and graft were withdrawn and a replacement endurant ii aui stent graft (v30978245) was implanted, and treatment was complete. It was confirmed the device was inspected before use and no issues were observed. Per the physician the cause of the kink in the device¿s delivery system was anatomy-related due to the severe calcification of the patient¿s aorta. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was clarified that the kink occurred where the graft is contained within the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.